Manufacturer narrative:
E1. Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the equipment was not alarming when the patient disconnected. It is unknown if the device was in use at the time of the reported problem. There was no patient harm reported.

Manufacturer narrative:
A field service engineer (fse) went to the customer¿s site and could not confirm the allegation of the device not alarming when it should be. The fse completed a performance verification test (pvt), and no problems were found. The device was working as expected and returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.